Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia and was admitted to the hospital overnight for treatment with insulin. She was unable to lower blood glucose herself by delivering boluses and changing the infusion set and cartridge. The alleged product was requested for evaluation.